Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Battery depleted before expiry device service required. Shock button stuck. No patient involved.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The returned pad-pak DHR was investigated showing it was 1 of 15 pad-pak¿s manufactured under lot d5085-009, 3 of which were sent to hs medical on the (B)(6) 2016. All pad-pak¿s were subjected to a battery voltage test with no recorded fails. A fractured joint between track 8 (shock key) on the membrane tail and the solder joint on the j12 connector had resulted in the shock key line remaining open circuit. A 360p device has no shock button, and the shock key line is tied to ground via track 8 and track 9 on the membrane tail. These tracks remaining open circuit had resulted in the device failing self-tests due to a shock key error and the subsequent ¿device service required¿ prompts, as per the reported fault. Heartsine records indicate the device had performed to specification throughout out qat on the (B)(6) 2016 and performed successful self-tests after dispatch from heartsine up to (B)(6) 2018. This would therefore indicate the solder joint had become fractured after this time and may have been due to storage of the device outside of the indicated conditions, as evidenced by temperatures as low as -11.4°c recorded in the history log. Furthermore, the reported issue of ¿battery depleted before expiry¿ could not be confirmed. No low battery prompts were observed in the device memory and the pad-pak performed without fault throughout testing. It is therefore assumed that the customer returned the device due to the ¿device service required¿ prompts. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Battery depleted before expiry device service required. Shock button stuck. No patient involved.